Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the atrial lead triggering inappropriate auto mode switch, thus causing patient to rv pace. Patient is sensitive to rv pacing. Lead test results were all stable. The noise was not reproduced with standard isometrics but was reproducible with patient cough and pat on the back. Programming changes were made. Patient was stable before, during, and after the event.